Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. On an unspecified date, the patient was hospitalized for the peritonitis. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. At the time of this report, pd therapy was ongoing. No additional information is available.